Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet displayed alert 32 indicating a delivery motor communication error, and multiple restarts did not resolve the malfunction; blood glucose was not affected. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health and no hospitalization. Investigation included remote troubleshooting and user education, including instructions to sync data to the mobile app and shut down the device prior to return. Investigation of this device revealed a persistent alarm consistent with a motor processor communications fault, suggesting a device malfunction localized to the delivery motor communication pathway. It was concluded that the cause was a device-related malfunction with an undetermined underlying mechanism.